Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to device evaluation results previously reported: upon evaluation of the returned device, the complaint was confirmed. The e315 scope error was likely due to fluid invasion found inside the scope connector. Once the scope was dried, the image became normal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to the damage to circuit board of the scope connector. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: precaution for disappeared or frozen endoscopic image "follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. Make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. Do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd." Warnings and cautions "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon evaluation of the returned device, the complaint was not confirmed. During the inspection, the e315 scope error was noted at start up. This was likely due to fluid invasion inside the s-connector. Once the scope was dried, the image became normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that while using the evis lucera elite colonovideoscope during an unknown diagnostic procedure, an e315 error message was displayed. This was found during maintenance. There was a delay/postponement, with an unspecified time frame, while the staff waited for the spare device. The user facility finished the procedure with another one and there was no harm to the patient.

Event description:
It was further reported that the procedure was an enteroscopy. When the error e315 occurred, there was no image as well. It was stated that there was a 2 minute delay while the scope was changed out. The procedure was finished that same day.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.